Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the arm between 49 and 71 hours. On (B)(6) 2026, the patient reported pain at the insertion site. Early on (B)(6) 2026, the pod was removed by the parent due to worsening pain, and pus discharge with a red lump at the insertion site was observed. A telehealth consultation was completed, and oral cephalexin was prescribed; however, symptoms worsened. The parent transported the patient to the hospital on (B)(6) 2026. At the hospital, the patient received intravenous antibiotics and underwent incision and drainage of the affected area due to abscess formation. The patient remained overnight and was released on (B)(6) 2026 with a prescribed course of oral antibiotics. At the time of reporting, the patient was stable and recovering. The pod was not available for return, as it was discarded.